Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse verified the issue. Fse then ordered a replacement diluent bottle cap for the customer to install. The customer installed the part and the issue had resolved. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number 16355509 from 05-oct-2017 through aware date of 05-nov-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Section 7-2: list of flags indicates: ds: ds: insufficient diluent has been detected. Replenish the diluent and repeat assay. The most probable cause of the ds flag error message was a bad diluent bottle cap.

Event description:
A customer reported getting diluent shortage (ds) flags on the aia-360 instrument. The customer reported that the day the diluent was made and used, there were no errors. Technical support (ts) instructed the customer to shake the diluent bottle and prime the diluent, but the flag persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of beta human chorionic gonadotropin (bhcg), luteinizing hormone (lhii), estradiol (e2), progesterone (prog ii), and follicle-stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.